Event description:
During posterior spinal fusion for scoliosis (t11-l3), anesthesia noted increased airway pressure and urgent wound closure was performed. The patient did not experience adverse symptoms and oxygenation was maintained. However, upon examination the internal lumen of the oral/nasal tracheal catheter was partially occluded and seemed to account for the increased pressure.